Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The patient had acute onset of right sided weakness and aphasia. The patient was taken to the emergency room; and found to have significant ischemic stroke. A partial thrombectomy was attempted and tissue plasminogen activator at site of clot and subsequently had to abort due to bleeding. The patient became too unstable to try any intervention and worked on controlling the bleeding with fresh frozen plasma. On the (B)(6) 2016, the patient was noted to have a blown pupil and was taken to computed tomography (CT). The CT showed continued bleeding and evolution of ischemia from the initial stroke. It was continuing to decline and it was determined futile to continue with any intervention. On (B)(6) 2016 she was made dnr and full support was withdrawn on (B)(6) 2016 and expired shortly thereafter.

Manufacturer narrative:
After further review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Correction: date of event. Thrombus formation, with the potential to lead to embolic cva and death, is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.